Event description:
A consumer reported that five years following intraocular lens (iol) implant surgery, her vision has become blurry and fuzzy. Additional information was received from the implanting surgeon who reported he has not seen the pt since 2007. At that time, the pt was doing well; there were no surgical issues, the lens was in good condition and in the bag. The surgeon indicated the pt is now being seen by an optometrist. Additional information was received from the optometrist who reported the pt came to see him for blurry vision. The optometrist noted posterior capsule opacification and her referred the pt back to the surgeon for a possible yag laser capsulotomy.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results form the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).